Event description:
Customer reported the system will not fluoro, and will not move up and down and is displaying a collimator error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, replaced the collimator. The other issues were not addressed.